Event description:
Same case as #6000089-2005-01868, 01869. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician tried to implant three different taxus express2 drug eluting stents, 3.0x8mm, 3.0x20mm and 2.75x20mm. The stents were unable to cross the lesion. During withdrawal, the physician noticed that the stent struts were raised on the proximal end. The physician thought the damage may have occurred when the product was removed from the packaging and thought the damage may have contributed to difficulty crossing. It is noted this is an expired device. No patient complications were reported. Patient status is satisfactory.